Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 04-jan-2023. Bd received 5 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for insufficient blood flow was observed as the flash chamber is filled with blood. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing, each used to draw 6 tubes with water, and the issue of insufficient flow was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. It¿s important that the users utilize the flash chamber of the device to ¿signal¿ to them that they have accessed the vein. If a tube is placed on the device before vein access (and therefore the device has not flashed), the vacuum pressure from the tube creates a high vacuum pressure in the v2 air chamber (that surrounds the porous plug). Since the vein has not been accessed, no blood is flowing into the tube, which now tells the user ¿I¿m not in the vein¿ and they begin to probe for it. When they finally access the vein, the high vacuum pressure in the v2 air chamber pulls a large amount of blood into the front hub during tube draw, creating a situation as described in this complaint. The porous plug also becomes saturated with blood and potentially limits the drawing capacity of the needle. Users must ensure they see the flash before they insert the tubes if they want to avoid this. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the blood flow was obstructed, and blood flow stopped. The following information was provided by the initial reporter. The customer stated: "this lot was used on two different blood donors, but the same phlebotomist. 1st needle: the flash window indicated the right location, introduced 2 samples with good flow. After this the blood droplet reduction system was filled with blood and th blood flow stopped. 2nd needle (different patient) bloodflow was obstructed. Flash window and droplet reduction chamber was filled with blood. No flow to tubes.". This report is intended to capture the patient 1 experience.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the blood flow was obstructed, and blood flow stopped. The following information was provided by the initial reporter. The customer stated: "this lot was used on two different blood donors, but the same phlebotymist. 1st needle: the flash window indicated the right location, introduced 2 samples with good flow. After this the blood droplet reduction system was filled with blood and th blood flow stopped. 2nd needle (different patient) bloodflow was obstructed. Flash window and droplet reduction chamber was filled with blood. No flow to tubes." This report is intended to capture the patient 1 experience.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.